Event description:
Customer complaint - limited data available. Customer complained they were burned by the device and had to go to the doctor.

Event description:
Customer complaint - limited data available. Per public email folder: I tried to register online and was unsuccessful. I did get a burn from this in july that required a dr's visit based on the severity of the burn.